Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. A product development investigation was performed for the inserter for titanium elastic nails (part number 359.219, lot number 9591060). The subject device was returned with the complaint condition stating the handle is cracked as described in the complaint description. The break is typical for brittle material and started at the angle of shortest distance showing some force introduction. The marks on the handle may have been caused by a possible misuse of the instrument. The complaint is confirmed. The occurrence rate and severity of harm are addressed adequately in the current risk management documentation. No manufacturing related issue are related to this event. There are no non-conformances associated with the device history review. The exact root cause has not been determined. The most probable root cause is that a mechanical overload situation has led to the damage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement. Device is an instrument and is not implanted/explanted. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received. The investigation could not be completed; no conclusion could be drawn, as the subject device is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported the blue plastic handle of an inserter for titanium elastic nails (ten) is cracked. It is unknown when the failure was detected but there was no patient involvement. Additional information was received. The device is broken. The malfunction was identified by sterilization department. It is unknown if fragments were generated. This is report number 1 of 1 for (B)(4).